Manufacturer narrative:
The reported field events of output issue and noise were not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Manufacturer narrative:
An event of incorrect measurement was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at the time of generator replacement, a patient's pacemaker presented with ventricular noise reversion episodes. Upon review, the episodes did not appear to demonstrate lead noise, but rather true non sustained ventricular tachycardia (nsvt). It was confirmed that there was no obvious lead noise and that the noise reversion algorithm may sometimes misinterpret qrs durations. Lead values were stable. The device was successfully changed out and no new leads were implanted. Patient was stable pre and post procedure.